Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation and pain. Concomitant medical products: 350cc saline mentor smooth round moderate plus profile, catalog # 3502350, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female underwent primary breast augmentation with 350cc saline mentor smooth round moderate plus profile breast implants and experienced deflation and breast pain on the left side post-operational. As a result, the patient underwent device removal and replacement with 425cc mentor memorygel breast implants, catalog number 3504254bc on (B)(6) 2019.